Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump usb port was observed to be damaged, and the customer was unable to fit the usb cable into the port resulting in the pump battery being unable to charge. Customer¿s blood glucose level was 125 mg/dl. The customer reverted to an alternate method of insulin therapy.